Event description:
Tore left knee acl. Surgery done in 2007. Redness, fever ,swelling started several weeks after surgery, no drainage from incision. Physical therapist thought it was tendonitis, so it was left untreated until surgery follow six months later. Surgeon said, I had a cyst as a result of smith & nephew screw did not break down and body did not absorb. Dates of use: 2007 -- 2009. Diagnosis or reason for use: acl tears.